Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl (25 mmol/l) while wearing the pod for around 5 hours. When the pod was removed from the infusion site on their left arm, the pod's cannula was found not fully connected with the reservoir of the insulin of the pod. The patient mentioned when they try to deliver insulin, the insulin does not enter the body. Patient states, ¿the insulin is just going all over the inside of the pump". Additionally, the patient mentioned they extracted the insulin from the pod, stating "it was the same amount that they injected at the beginning of application even after applying all the boluses". As treatment a new pod was applied.